Event description:
A bipap a 40 ventilator was returned to a third-party service center for remediation. There was no serious patient harm or injury reported. The device was not reported to be in clinical use. During the evaluation of the device at a third-party service center, the device was visually inspected and found no evidence of foam degradation however, ventilator inoperative error codes were present in the device event log in relation to 3 reboots occurred within 24 hours. In conclusion, the device system board needs to be replaced to address the issue. The root cause was confirmed. Additionally, unrelated to the reportable malfunction, during the evaluation of the device at third-party service center, the device the unit fail at f1 with dead pixels and the secondary test fail with dead pixels. Software was updated. The device was reworked and passed. This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm.